Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient reportedly experienced a head trauma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and a dent on the bottom cover of the device was observed. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained intermittently while tapping the bottom cover of the device. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Scanning electron microscopy (sem) analysis revealed cracks on the conductive epoxy joints. The reported complaint of loss of lock following head trauma was verified during this analysis. Scanning electron microscopy (sem) inspection revealed cracks on the conductive epoxy joints which resulted in the no lock condition. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.